Manufacturer narrative:
A lot number was not provided, so it was not possible to determine a manufacture date.

Event description:
The customer stated that, when she got her new meter, the sample bottle of test strips was open and the strips had fallen out of the bottle. The customer did not allege any adverse events. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips will be sent.